Event description:
During a periodic review of internal programming history data, an event of high impedance was identified for the patient. It was noted that on one date diagnostics showed high impedance. Then, diagnostics 1 month later diagnostics showed ok impedance. No additional relevant information has been received to date.